Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 425 mg/dl and current was 155 mg/dl . The customer did not experiences any symptoms related to the high blood glucose. The customer was not admitted into the hospital as result of the high blood glucose. The customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The troubleshooting was performed for the high blood glucose under delivery. Based on customer¿s report customer allege the insulin pump was under delivery. The device will not be returned for analysis.